Event description:
Dialysis machine stopped during treatment as though there was an interupption in power. The blood pump stopped, computer screen was blank, but green light was lit.on/off button pushed in,digital ml/min screen shown 0. The power cord was plugged in; no alarm sounded. The machine was turned off, then on and operated without problem. The programed information was retained. This incident occurred two other times and was serviced by gambro on 10/7/99. At this time the expanded master control cca was replaced as the most likely cause of the problem. Each incident was reversed when the machine was turned off and back on again.